Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead 978b128 istm ii 28cm ssmri tined (lot: unknown) revealed that all the conductors at electrode #3 were broken in the distal end of the lead, and all conductors were broken 21.75cm from the proximal end. Additionally, analysis identified setscrew impressions between the connectors on the insulation of the lead consistent with the lead not being fully seated in the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a regulatory/competent authority regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was implanted in (B)(6) 2023. An electrode change had been carried out due to a migration of the first electrode. In fact, the device stopped working and the patient presented persistent and bothersome pain in relation to the implanted box, with an impact on daily life. The follow-up report revealed that the x-rays showed that the electrode was folded and not in place. The impedance control returned to normal housing impedance but abnormal electrode impedances, suggesting electrode rupture and hardware malfunction of the neuromodulation system. Clinically, the patient no longer had symptoms of overactive bladder but urinary leakage partially corrected by a support manoeuvre, suggesting stress urinary incontinence probably linked to sphincter incompetence. Given the painful nature of the case, the functional discomfort for the patient and the proven malfunction of the device with suspicion of electrode rupture, the ins was removed on (B)(6) 2026 with associated management of stress urinary incontinence by a concomitant injection of bulkamid. The issue was resolved.